Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump date and time was incorrect, cause was unknown. In addition, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level was 249 mg/dl. The customer will use a back up pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.